Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and investigated. The cause for the reported event was undetermined.

Event description:
Reportedly on (B)(6) 2011, the home patient (hp) using the uv flash stated that the disconnect cap will not discard automatically when the door was open. Therefore, the hp had to manually connect herself. Technical service representative (tsr) agreed to swap the device. No further information is available. There was no patient injury or medical intervention reported. There was no patient involvement.